Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going h3 other text : device not returned

Event description:
Country of complaint: USA. Needles are just popping right off. All from the same lot number. Will get that for you this week.

Manufacturer narrative:
We have received 144 closed samples. We have tested the needle attachment strength of the closed samples received (50 units tested) and the results fulfill the requirements of the united states pharmacopoeia (usp): 0.53 kgf in average and 0.13 kgf in minimum (usp requirements: 0.23 kgf in average and 0.11 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future. Corrected information: no patient injury. 5 minute delay in surgery. Lot number and expiration date added.